Manufacturer narrative:
No blank display noted during visual inspection, however unit was received with vertical and horizontal rainbow lines with a white background. The problem was isolated to lcd assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self-test due to lcd physical damage. Unit was received with scratched casing, minor scratches on lcd window, and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The display remained blank after changing the battery. The insulin pump's screen went 90 percent white and 10 percent had grey stripes. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.